Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while setting up an infusion, the pump was alarming "occluded" when there was no occlusion. The clinician was unable to start the infusion and switch to a different pump module. There was patient involvement but no harm.